Manufacturer narrative:
D10 concomitant products: fgs-0635 - fgs-0635 cf delivery dev caps bravo x5, lot# 61708f fgs-0635 - fgs-0635 cf delivery dev caps bravo x5, lot# 61708f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three capsules were attempted to be placed and the markings were 3 cm off. The capsule was not strong and one of the handles broke upon deployment causing he spring in the handle to become exposed. The first capsule was placed and it partially attached to the esophagus just 3 cm higher than the markings. That capsule was removed and repeated the proper placement protocol. The second capsule did not attach and remained in the delivery device. A third capsule was tried and experienced the same partial attachment to the esophagus but the capsule attached 3 cm above the calibrated markings on the catheter delivery device. The third capsule was left attached for study results. There was nothing unusual about the patient or the procedure.